Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor won't start. Associated malfunctions for this device: manifold valve not fully shifting.